Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that ambicor penile prosthesis (app) was replaced due to a cylinder aneurysm and the cylinders not filling. A new inflatable penile prosthesis (ipp) consisting of 18cm lgx cylinders, pump, and reservoir were implanted. The explanted app will not be returned for evaluation. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The cause of the cylinder aneurysm was unknown. The patient was reported to be doing fine after the procedure. Implant date: asked but unknown. Initial reporter name and address: (B)(6). (B)(4).

Event description:
It was reported that ambicor penile prosthesis (app) was replaced due to a cylinder aneursym and the cylinders not filling. The cause of the cylinder aneurysm was unknown. A new inflatable penile prosthesis (ipp) consisting of 18cm lgx cylinders, pump, and reservoir were implanted. The explanted app will not be returned for evaluation. The patient was reported to be doing fine after the procedure.